Manufacturer narrative:
No complaint was received with the return of the device. A complete lead was returned in four pieces. Final analysis found external insulation abrasion at 53.9cm to 54.9cm from the connector pin. The abrasion was consistent with exposure to constant friction against another implantable device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.